Event description:
It was reported that the physician successfully implanted a gore tag thoracic endoprosthesis device in 2005. Six days (6) later, the pt had a high fever and blood pressure was very low. A cat scan revealed that the device had collapsed and appeared folded in the descending aorta. The physcian ballooned the device and it folded again. The gore tag device remained in the patient. A talent device was implanted successfully inside of the gore tag throracic endoprosthesis to prevent further folding. The patient was reported by the physician as doing fine after the talent implant.